Manufacturer narrative:
H10/11: corrected g4 PMA/510k number.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22.

Manufacturer narrative:
H6: please note correction to conclusion coding.

Manufacturer narrative:
(B)(4). According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), the following warning among others: adverse events that may occur and/or require intervention include, but are not limited to death.

Event description:
The fsa reported: on (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprostheses. It was reported that during the procedure, the patient had angulated anatomy, the device was reconstrained and repositioned. During the deployment the aorta ruptured below the renal arteries. A coda® balloon catheter was advanced and used to stop blood flow. The physician chose to do an open repair, it was difficult to sew the artery together due to the friability and fragility of the aorta wall (the physician believes the artery was so thin and fragile due to multiple cancer therapies). The patient tolerated the procedure. The patient expired while still in the cath lab during the procedure.

Manufacturer narrative:
H6: health effect impact code 1802 and 4624, component code 515.